Event description:
It was reported that the programmer would not boot up and display the "device selection" screen prior to a device check. The programmer was turned off and changed out, and then returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer would not boot up and display the "device selection" screen and was unable to replicate the issue, the programmer powered up and worked as expected. It was noted that a recent log error was observed and that the programmer failed its link electronic module (lem) calibration and therefore the lem board was replaced and calibrated, the hard drive reconfigured and the software reloaded, and further that the tab on the power cord bay door was broken, both the power supply and system fans were noisy and the keyboard was damaged. All were replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).